Event description:
Caller reported that pump button was not functioning. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.